Manufacturer narrative:
Device was used for treatment, not diagnosis. Event date: unknown. UDI: (B)(4). Implant and explant dates: device is an instrument and is not implanted/explanted. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The subject device has been received and is currently in the evaluation process. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the inner shaft of the t-pal inserter was missing the "holding ball" at the proximal end. The issue was discovered as the synthes sales consultant was performing a random set inspection. This event is not associated with a patient or surgical procedure. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product development investigation was performed for the subject device. One t-pal spacer applicator inner shaft (part# 03.812.003, lot# 9248230) was returned with the proximal end of the inner shaft broken off. The associated product drawings were reviewed during the investigation. No design issues were noted during the evaluation. The inner shaft applicator is designed to pick up a spacer implant and insert the implant through rigid and pivoting approaches. To remove a spacer or trial, the applicator is set to the pivot position and a slap hammer is attached to the head of the applicator. The hammer then provides the force necessary to remove the trial/spacer per the technique guide. Testing has been conducted to evaluate the instrument¿s connection to the trial during removal. The test was based off of forces measured during cadaver testing which determined normal loads for trial removal due to hammering to be about 3kn and in extreme cases up to 5kn (for when too large of trial is inserted). The test conducted produced loads of 6.7kn allowing for a 1.34 factor of safety. After the test, a visual inspection of all articles found no signs of damage or wear. The breakage could occur if the security ring of the handle (part# 03.812.001) is pressed forward. In this position, the impact forces required for removal are concentrated on the ball tip. Given the information available, an exact root cause could not be determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.